Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "dr. Revised the acetabular components and head. After exposure, he determined the acetabular component was loose. He had an intraoperative staid that was negative for infection and went ahead and reimplanted a psl 58mm shell with two screws and 40 mm liner and a +4 40mm head that fit the existing accolade stem. He was unable to determine the cause of loosening."